Event description:
A report was received that the patient was having difficulty reaching behind to charge the ipg as it was placed too midline. The patient underwent a revision procedure wherein the ipg pocket was relocated.